Manufacturer narrative:
B1 adverse event and/or product problem- additional b5 describe event or problem - additional h2 correction/additional information h6 medical device problem code - correction h6 type of investigation - correction h6 investigation findings - correction h6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the customer was driving when she felt dizzy sweating and disoriented. Due to this symptoms, she checked her dexcom app and insulin pump which were showing the word low. She said that she did not receive any alert or notification. Minutes after she said that she passed out. When she woke up, she's already in the hospital. When she arrived at the emergency room (ER), they checked her blood sugar with a fingerstick, and it was 35 mg/dl and egv was low. They gave her saline IV fluid, an orange juice, and bread with peanut butter. After several minutes they checked her blood sugar on a fingerstick, and she got 150 mg/dl while the dexcom sensor was being removed during this time. At around 5:00 pm, they sent her home. The customer feels tired after what happened, but she's now better. No other details were documented. An analysis of the data logs was performed for the time in question. No data was found for this customer surrounding the reported date of the event (03/04/2026). No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the customer was driving when she felt dizzy sweating and disoriented. Due to this symptoms, she checked her dexcom app and insulin pump which were showing the word low. She said that she did not receive any alert or notification. Minutes after she said that she passed out. When she woke up, she's already in the hospital. When she arrived at the emergency room (ER), they checked her blood sugar with a fingerstick, and it was 35 mg/dl and egv was low. They gave her saline IV fluid, an orange juice, and bread with peanut butter. After several minutes they checked her blood sugar on a fingerstick, and she got 150 mg/dl while the dexcom sensor was being removed during this time. At around 5:00 pm, they sent her home. The customer feels tired after what happened, but she's now better. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.